Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific info was not provided, precluding a review of the device history record. Engineering eval noted that the revision reported was likely the result was the subscapularis tear due to multiple subluxations, which let a loosening and instability.

Event description:
Revision of right shoulder components due to subscapularis tear.